Manufacturer narrative:
E1 ¿ alternate phone number for initial reporter: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. The healthcare provider reported that the patient was in a car accident about a month ago and since then the patient thought that their pump was not working, but per the caller, the patient seemed to be stable clinically and had not had any withdrawal. The caller stated that she refilled the pump today and got out close to what was expected, but she could not refill the pump completely. She stated that she could only get about 27 ml into the pump. She tried again with a new kit thinking it was an issue with the filter, and the same thing happened. The caller confirmed that the patient had not had any hyperbaric treatment. The healthcare provider said the pump was in the patient's back. It was reviewed that they could consider imaging of the pump laterally to see if there was any deformation in the outer part of the pump that might limit the usable capacity.